Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Related manufacturer reference number: 1627487-2020-21850, related manufacturer reference number: 1627487-2020-21851. It was reported the patient experienced ineffective stimulation from the time of implant, as the patient states the ipg has not improved his pain despite reprogramming and troubleshooting. Diagnostics were unremarkable for any impedance issues, and the patient has not experienced any trauma. The patient requested the system to be explanted. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Event description:
Follow up information identified the physician explanted the scs system on (B)(6) 2020.